Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood/body fluid was observed on the distal conductor and the outer tubing overlay. Also blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, two lv leads were unable to be positioned. The leads were not used. There were no patient complications reported as a result of this event.